Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing/short of breath, bronchitis. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previuosly received information alleging difficulty breathing/short of breath, bronchitis related to a CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.

Manufacturer narrative:
Additional information was received and section h should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to difficulty breathing/short of breath, bronchitis. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation manufacturer observed an dust on heater plate, dust on heater plate enclosure, bottom enclosure of humidifier, dry box, pca, blower box contamination on water tank rubber seal, humidifier top enclosure, water tank, broken ui knob, the external investigation showed that there were no signs of contamination on the outside of the device, the internal investigation of the humidifier showed that there were signs of dust contamination on the heater plate and in the heater plate enclosure. There was dust on the bottom enclosure and the top enclosure of the humidifier. The rubber tank seal had an unknown contamination on it. There was also dust on the dry box. There was an unknown contaminate in the water tank, the internal investigation of the base unit showed that there was dust contamination on the pca. The top of the blower box had dust all over it. It was observed that there was an excessive amount of dust in the sound abatement foam. Upon removal of the ui knob, it was noted that the ui knob was broken. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed dust contamination and was not able to confirm the complaint or address the symptoms specified. Section b1 was corrected for product problem. (Both adverse event and product problem was checked in the previous report) section b2 was corrected to blank. (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to malfunction. Section h6 health effects - impact code was corrected. Sections d8, d9, h2, h3 and h6 has been updated in this report.